Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the mesher screen was damaged. The surgeon noticed the skin was meshed very badly, then asked for another mesher. Event occurred during surgery. An additional graft was necessary and there was an unknown delay.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). This report is being submitted to relay additional information. Updated/corrected sections: on (B)(6) 2018, it was reported that the mesher screen was damaged. The surgeon noticed the skin was meshed very badly, then asked for another mesher. The customer returned a skin graft mesher device, serial number 04409, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number 04409 three times as documented in the repair reports. The last repair was march 13, 2018 where it was reported that difficulty putting the ratchet handle on and the roller, damaged comb, and roller gear were replaced and the ratchet was repaired. This is not a related issue. Product review of the skin graft mesher on july 26, 2018 revealed that the pretests could not be taken due to the bent comb. There was no other visual damage found. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on july 26, 2018 which included replacement of the damaged comb. Skin graft mesher, serial number 04409, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the comb was bent. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb was bent. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
There was no information provided for the delay. No additional patient consequences have been reported.